Event description:
The distributor contacted heartsine to report that their device is prompting child patient whilst an adult pad-pak is inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device is prompting child patient whilst an adult pad-pak is inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. Measurements taken throughout the investigation indicated that the reported fault was attributed to a failure of the reed switch. The device was scrapped by heartsine and the customer was provided with a replacement device.